Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms or unexpected no delivery alarms noted. The insulin pump had cracked battery tube, cracked reservoir tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a motor error alarm and no delivery alarm. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that they were able to rewind the insulin pump. The customer's father stated that the drive support cap appeared normal. The customer's father stated that the insulin pump was not exposed to high magnetic fields. The customer's father stated that they tried different cannula lengths. The customer's father stated that the insulin was not expired or denatured. The customer's father stated they do rotate sites and avoids scar tissue. The customer's father stated that the tubing was not bent or kinked. The customer's father stated that they tried all remedies. The insulin pump will be returned for analysis.